Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using ilet with fiasp cartridges that were half full and not dispensing past the midway point, with the ilet indicating the cartridge had expired; after a guided supply change with new connector, tubing, and infusion set, delivery resumed once the reservoir reading reached approximately 65 units, but glucose remained high and the reservoir level continued to drop during follow-up. Symptoms included prolonged high glucose without reported ketone testing, dehydration symptoms, or other acute clinical effects. Outcomes included no use of backup therapy, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and patient education on supply replacement and coordination with the distributor or pharmacy regarding suspected cartridge issues. Investigation of this case revealed continued insulin delivery after replacement of disposable components, suggesting an issue related to the drug cartridge or expendable delivery pathway rather than the ilet pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was unclear.